Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, the suture failed to deploy. The device was removed and manual compression was applied to achieve hemostasis. There was no reported pt adverse effects. No additional information was provided.